Event description:
A fasting blood glucose test was performed on a pt at 11:35 am. The device result was 34mg/dl, a lab was done with a result of 144 mg/dl 10 minutes between tests. The dne coordinator stated the controls have always been in range, it is unk if controls were used at the time of this event. A request was made for the return of the suspect device and replacement product was sent.